Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on march 25, 2022. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed a tear on the union between the shell and anterior patch. A microscopic examination was performed, and the cause of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: defective device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with an unspecified tissue expander experienced a defective device post procedure. As a result, patient had an explantation on (B)(6) 2022.

Manufacturer narrative:
On february 16, 2022, mentor became aware that patient's impacted device 450cc mentor tissue expander, catalog: 3548223 lot: 9503006. Date of implantation is on (B)(6) 2021. Patient's date of implantation is on (B)(6) 2021. Patient's weight is 115.0 kg. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On february 25, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).